Manufacturer narrative:
The device was returned, evaluated by Olympus, and the user¿s report was not confirmed.A definitive root cause could not be identified. However, based on the results of the investigation and a review of similar complaints/failure modes, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction.If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED E315 INCOMPATIBLE SCOPE ERROR DURING INSPECTION FOR USE INVOLVING AN OLYMPUS GASTROINTESTINAL VIDEOSCOPE. THERE WERE NO REPORTS OF PATIENT INVOLVEMENT.

Event description:
No additional information received from the customer.